Event description:
The manufacturer received information alleging a ventilator would not charge it's batteries. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator would not charge it's batteries. There was no harm or injury reported. During the device evaluation the manufacturer observed batterieas will not charge/stay charged, vent kept plugged in and batteries will show "full" but once vent is turned on both internal and detachable batteries show outline in red.the device's detachable battery,system pca, blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02 and muffler assembly were replaced. The trilogy system pca and battery were returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and no defect was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes, the system board and detachable battery were scrapped.